Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this implantable right atrial lead was oversensing ventricular pace events which resulted in inappropriate atrial tachycardia response episodes. The atrial pace after ventricular sense blanking period was extended, however, this did not resolve the oversensing. Technical services suggested that the lead may have dislodged. A f/u with the pt was planned. No adverse pt effects were reported. The available info suggests this lead remains in service. Should additional info become available, this report will be updated.